Manufacturer narrative:
The customer¿s report that there was a bulge in the silicone segment was confirmed. During visual inspection, no bulge was observed in the silicone tubing. Functional testing showed no anomalies. An IV push was performed by occluding the tubing above the distal smartsite. No bulge was observed in the silicone segment. During pressure testing a bulge was observed. The root cause of the silicone segment bubble was not definitively determined.

Event description:
It was reported that during a normal saline continuous infusion programmed at a rate of 40ml/hr. The user noticed a bulge in the silicone segment after 45min of initiating the infusion. The rn stated that the tubing was prepared per policy and no IV push medication was given. The customer confirmed that there was no patient harm reported.